Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's buttons do not always work. They had to press two to three times sometimes to get them to respond. The insulin pump always tells him he needs a blood test and he has to deactivate it because it gives him a lot of errors and alarms. They also lose sensor readings often. His sensor readings were around 40 mg/dl and 50 mg/dl but their blood glucose level was actually 280 mg/dl. The device was not returned.

Manufacturer narrative:
Device received with no all button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify lost sensor alarm, calibration error alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.